Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Result = lower shroud and empty. Conclusion = the analysis results found that the er320 device was returned with the lower shroud cracked and broken. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out; the lockout mechanism was broken during the analysis. Due to the returned condition of the instrument, no further testing could be performed to evaluate the reported incident of clip malformation. No conclusion could be reached as to what may have caused the damaged at the lower shroud. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, clips are not formed properly, some of them are open and falling out of the instrument, others are formed in scissors shape. Clips are included in package with the instrument. They had to use reusable clip applier from other manufacturer. The procedure was completed successfully and the patient is ok. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).